Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort while charging due to location of the ipg. As a result, surgical intervention took place where in the ipg site was revised and replaced. Post-operatively issue was resolved.